Manufacturer narrative:
The power cord was not returned for evaluation therefore an analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord attached to the spectrum pump got hot. The event occurred in the patient room. The power cord was replaced by the biomed, the pump was tested and returned to service. There was no known patient injury or medical intervention associated with this event. No additional information is available.